Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed high impedance, oversensing, and noise. There were 2 patient alerts for right ventricular (rv) pacing impedance greater than 3000 ohms on (B)(6) 2013. The daily pace lead trend data shows an increase for ventricular pacing impedance equaling 472 to 12,512 ohms between (B)(6) 2013. There were 44 ventricular non-sustained tachycardia events less than or equal to 210 milliseconds (ms) between (B)(6) 2013. There were 5 ventricular fibrillation (vf) episodes less than or equal to a 2,000 ms average v-cycle on (B)(6) 2013. The ventricular short interval count equaled 1,073 in 1.89 days between (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received five inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was also reported that the rv lead had high impedance and a possible fracture. During the lead revision it was noted that the suture was directly on the lead resulting in insulation damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.